Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the reported information, it is possible the foot captured tissue or the suture during closure. However, not enough information is available. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as 10/22/2025.

Event description:
User facility medwatch report received that states: "patient underwent a left lower angiogram. At end of procedure, sheath was removed and proglide closure device placed. Proglide as if it got stuck. Groin bleeding continued and a cut down procedure initiated. Bleeding stopped. No additional harm noted." No additional information was provided.